Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. The left ventricular lead was placed over a whisper wire. When physician attempted to remove the wire, the lead was stuck. This resulted in the lead and the wire being removed. Another lead was used for implant. Patient was stable post procedure.